Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Who fired the device and what is his/her experience? Where in the green gap setting scale was the indicator located prior to firing? Did the surgeon wait 15 seconds and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected to confirm a complete transection? If so, please describe. Was the washer inspected to confirm a complete transection? If so, please describe. What is the current patient status?

Event description:
It was reported that during a lap anterior resection, the device was fired and staples did not form. The surgeon had to use a contour device and create an ileostomy.

Manufacturer narrative:
(B)(4). Batch # p55m8j. Device evaluation: the analysis results found that the cdh25a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: who fired the device and what is his/her experience? It was a set 2 registrar of limited experience with staplers but he was well briefed beforehand. Also I was in the room. Where in the green gap setting scale was the indicator located prior to firing? The indicator was in the middle of the green zone. Did the surgeon wait 15 seconds and then retighten prior to firing? We probably took more than 20 seconds from closure to firing make sure the indicator was in the right position. Was the device difficult to close? The stapler was not difficult to close was the device difficult to fire? It seemed to fire ok after the safety came off did the healthcare professional receive audible & tactile feedback when firing the device? We did not hear the usual crunch noise. Were the donuts inspected to confirm a complete transection? If so, please describe. The stay sutures cut and we had 2 perfect donuts . Was the washer inspected to confirm a complete transection? If so, please describe. What is the current patient status? The leak test failed and then the colon came away from a row of partially closed staples on the rectum. We had to redo the anastomosis with a contour reload and a 29 stapler this time - which crunched as it was supposed to. This was operated by another set 2 registrar who had done stapling before. The procedure turned from a high anterior resection to a low anterior resection and I felt safer giving the patient a covering stoma. Additional operating time 70 min. No additional blood loss. The patient was in hospital for 2 weeks owing to electrolyte losses from the stoma and an ileus. Went home ok.